Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. On evaluation of the returned device, it was noted that no stylet was in place or returned. The needle tip was broken and tip was not returned. The needle was removed from the handle to get a more accurate measurement of the needle itself and the needle was measured at 960mm, the spec for this needle is 965mm +/-2mm. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1247716 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the procedure the echotip procore bend too much and she was not able to perform sampling and drill the wall, after extracting the needle there is the suspect that 3 mm are missing from the tip the patient will go undergo radiological test. Dr (B)(6) request to return the item (contaminated ) for investigation. " as per complaint form": during the procedure the procore 22g bend too much and she was not able to perform sampling and drill the wall. After extracting the needle there is the suspect that 3 mm of needle tip was missing. Rx tests were done but the 3 mm of needle tip disappeared completely, maybe ingested by the patient.